Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and delivered more than two inappropriate shocks for the patient's atrial fibrillation (af) with rapid ventricular response (rvr). The delivered shocks resulted in therapy exhaustion. Technical services (ts) discussed programming options. At this time, no additional adverse patient effects were reported, and this ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.